Manufacturer narrative:
Calibration signals were acceptable. Data for one level of control was provided and this data was within range. Upon review of the alarm trace, no relevant alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with the elecsys total psa immunoassay version 3 on a cobas 6000 e 601 module. The patient sample was measured as part of a follow up after the patient had a prostatectomy. The sample initially resulted with a psa value of 3.16 ng/ml and this value was reported outside of the laboratory to the patient. Since the initial value was high, the patient went to a different laboratory for testing and the psa result obtained at this site was low. The patient complained to the customer site of the high 3.16 ng/ml value, so the complained sample was repeated on 04-jun-2020, resulting with a psa value of 0.305 ng/ml. This value was considered to be correct. The psa reagent lot number was 460562. The reagent expiration date was requested, but not provided.